Event description:
On (B)(6) 2025, a distributor reported via email that an ar-3681 fibertak button malfunctioned during use. The surgeon placed three anchors, and upon setting the third anchor, the anchor would not bunch/set. The anchor pulled from the bone, they attempted to reset it on the inserter and try again, but the same thing happened. After inspecting the back table, the anchor would not bunch when all suture limbs were pulled. They opted to open a new anchor, and it worked without issues to complete the case. This was discovered during a pec repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 06/23/2025: the case was delayed 15 minutes. It is uncertain if added anesthesia was administered. No adverse effects were reported on or after the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to prying/leveraging, misalignment, and/or excessive force used during implant insertion.